Manufacturer narrative:
Product complaint # additional evaluation summary: an empty opened foil, an empty labeled winding former, a detached needle and a dispensed suture of product code vcp310, lot mg8040 returned for analysis. During the visual inspection of detached needle, the swage and attachment area were damaged (flat) and marks on the edge needle that appear to be by use of a surgical instrument cold be observed. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The suture was received dispensed and the end was observed damaged (cut), this condition causes the separation of the needle from the suture. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to sample condition, the assignable cause of the performance pull off suture needle was an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg8040, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia procedure on an unknown date and suture was used. During the procedure, the needle pulled off during sewing skin. The fallen piece was retrieved from patient. A like device was used to complete the procedure. There were no adverse patient consequences reported.